Event description:
A (B)(6) female pt contacted zoll customer support to report that the front therapy pad is slowly leaking gel. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (leaking gel) has been confirmed. Upon eval, there was a falloff failure on the ecgs. The root cause of the falloff failure was isolated to the pca board in the distribution node. The falloff failure indicates excessive noise on the channels when the ecgs are not making good contact with the pt's skin. Conversely, when the electrodes are touching the skin, an ECG signal will not be recorded, as electrode falloff is seen. No adverse event resulted from the falloff failure. The pt rec'd a replacement electrode belt.